Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found that the spike was incompletely molded. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set had a broken connector. This occurred during setup. There was no patient involvement. No additional information is available.